Event description:
Event description: it was reported that: difficult removal of the guidewire, which resulted in the severing of the guidewire during removal. During check-up post-procedure, the rest of the guidewire was positioned distally to the in-place drain. Actions taken in the healthcare facility for patient management: the drain and the rest of the guidewire have been removed from the patient. When removing the drain: we had to control the removal of the rest of the guidewire. The device was not conserved.event date: (B)(6).

Manufacturer narrative:
No device was returned for analysis. As reported by customer: 'difficult removal of the guidewire, which resulted in the severing of the guidewire during removal. During check-up post-procedure, the rest of the guidewire was positioned distally to the in-place drain. Actions taken in the healthcare facility for patient management: the drain and the rest of the guidewire have been removed from the patient. When removing the drain: we had to control the removal of the rest of the guidewire. The device was not conserved.'' A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "excessive force used", "material fatigue" and/or "improper use" may have impacted on the event as reported.

Manufacturer narrative:
No device was returned for analysis. A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "excessive force used", "material fatigue" and/or "improper use" may have impacted on the event as reported.

Event description:
Event description: it was reported that: difficult removal of the guidewire, which resulted in the severing of the guidewire during removal. During check-up post-procedure, the rest of the guidewire was positioned distally to the in-place drain. Actions taken in the healthcare facility for patient management: the drain and the rest of the guidewire have been removed from the patient. When removing the drain: we had to control the removal of the rest of the guidewire. The device was not conserved.event date: (B)(6) 2023.